Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon eval the monitor failed a pulse test. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.